Event description:
Doctor reported threads were inserted on (B)(6) 2022 and had to be removed from the patient 2 weeks after treatment. Starting on june 2022, several contact attempts were made to get additional information. On (B)(6) 2022 doctor confirmed 3 patient had threads extruded but they were all doing fine.